Manufacturer narrative:
Reference MFR. Report : 1221359-2021-01593 (patient 1), 1221359-2021-01594 (patient 2), 1221359-2021-01595 (patient 3), 1221359-2021-01596 ( patient 4), 1221359-2021-01598 ( patient 6), 1221359-2021-01599 ( patient 7). (B)(6). The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported seven (7) false positive results on the ID now covid-19 assay, which occurred on various dates . This report addresses patient five (5) of seven (7). The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 . Repeat testing was not performed. Rt-pcr confirmation testing ( sample type not provided ) generated negative results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1009995 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: 1009995 test base part number 190-430 / lot: 1009995. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1009995 showed that the complaint rate is 0.016%. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfile was not provided, however a possible assignable root cause is sample interference or cross contamination.